Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of image fault ¿ interference/lines were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in s-connector has corrosion due to water leakage, therefore poor quality on the image occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope exhibited an image fault ¿ interference/lines. The unspecified procedure occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The reported image interference/lines became reportable during device evaluation, which captured dots rippled through the picture. This confirmed that the subject of the image was unable to be recognized and the severity of the image loss had the potential to cause or contribute to a death or serious injury were it to recur.

Event description:
No additional information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to the h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.